Event description:
It was reported that during routine follow up an observation was noted indicating the left ventricular lead had switched to unipolar. It was further reported there was intermittent capture in unipolar while bi-ventricular pacing. Lead impedance measurements in unipolar initially revealed normal range impedance with some variability and then revealed impedance greater than 9999 ohms in both unipolar and bipolar. The lead was programmed off and a new lead has been implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).